Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a clinic visit, a fracture was observed on the right ventricular lead. The patient was asymptomatic. The lead was capped and replaced. The patient was noted to be in good condition following the procedure.